Event description:
Following coolsculpting treatments to the upper abdomen with unknown applicator(s), possible paradoxical adipose hyperplasia was reported by a patient. The patient reported first noticing symptoms two to three months after coolsculpting treatments and reported that nine months after the coolsculpting treatments the first liposuction was performed for paradoxical adipose hyperplasia in the treated area. The patient reported approximately five years later, liposuction was performed again in the same area.

Manufacturer narrative:
Changed, and/or corrected data: d1 d4 g1 h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Following coolsculpting treatments to the upper abdomen with unknown applicator(s), possible paradoxical adipose hyperplasia was reported by a patient. The patient reported first noticing symptoms two to three months after coolsculpting treatments and reported that nine months after the coolsculpting treatments the first liposuction was performed for paradoxical adipose hyperplasia in the treated area. The patient reported approximately five years later, liposuction was performed again in the same area.